Event description:
Symptoms appeared approximately "2 months" after injection. Per healthcare professional, "no treatment given yet although it may end up being dissolved." Symptoms are ongoing.

Manufacturer narrative:
Concomitant therapies: juvéderm¿ voluma¿ with lidocaine. (B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports a patient was injected in the lips with 1 ml juvéderm® volift¿ with lidocaine and in the ck1, t1, ck4, ck5, tt, ck3, soof and top model areas with unspecified amounts of juvéderm¿ voluma¿ with lidocaine and juvéderm® volbella® with lidocaine. A total of 6mls injected. Patient developed a hard, inflamed nodule. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00567 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2020-00566 (allergan complaint #(B)(4)). This MDR is being submitted for the juvéderm® volbella® with lidocaine injection.